Event description:
It was reported that the vns pt, who was initially implanted with the device in (B)(6) 2010, was experiencing an increase in seizure frequency, above the pre-vns baseline. The pt's caregiver indicated that the seizures have increased since the vns device was programmed on and the seizures were occurring "one after another". The treating physician had programmed the device to 0ma and the seizure frequency began to decrease. The pt was also experiencing severe hoarseness. At the pts request, the vns device was explanted. Good faith attempts to obtain additional information have been made, but no additional information has been rec'd to date. In addition, good faith attempts to obtain the explanted device for analysis are underway.